Event description:
User left a reveiw comment on the (B)(6) website that the user kept hearing that really acidic sodas/juices will give a false negative result on at home tests and have heard it confirmed to work by multiple sources (the user said he/she wasn't doing this for personal gain btw just out of curiosity) so the user tried that too and it was negative. The user had been showing symptoms and had been around confirmed positive people in close contact and after test, it was negative. The user reported that no matter what he/she did or who was tested, all 4 tests came back as negative. The user also commented that it was really weird thing that other rapid tests take at least 15 or more minutes to get results like we can't even see any lines for a good while whereas with this diatrust kit within a few seconds tops it shows negative, stops and does nothing else. The user said he/she was without a doubt sure that the company who made these just made them to always say negative and didn't make them properly because I could understand if I came up negative or even if the acidic drink thing came up negative but for someone who was literally confirmed positive by multiple sources recently to come up negative is what blows his/her mind. The user thought this kit didn't work and worried about unsafety which could be caused by always showing negative result . Importer comments: even though there is no result of pcr test, provided, this complaint can be a suspected false negative result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect addtional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent. This report links to (B)(4).